Event description:
Event description guidant received information that this fineline lead had an impedance reading of >2500 ohms in unipolar and bipolar. There was also a lead safety switch , possible fracture. Lead was removed and replaced. New information reveals three other leads were attempted implant and explanted, the 4039 was attempted implant because dr. Could not get screw deployed. Other lead was crimped during procedure.